Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer took too much insulin and had an insulin reaction. His blood glucose reportedly went so low that he became confused and ripped the insulin pump off. It was further stated that he was sweating when his wife found him half-dressed in the bedroom. The customer stated he was not following proper protocol and didn't think he was educated on use very well as he was zoning out during the training, and possibly already going low in terms of blood glucose. The customer did not give a specific blood glucose reading. Nothing further was reported.